Event description:
Reporter indicated that he was "having problems with the connection" between the dell handheld computer and the programming wand due to the serial adapter cable. The issue resolved with a new serial adapter cable.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.